Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lcx. The lesion was 95% stenosed with severe calcification and tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated but the device was unable to cross the lesion due to severe calcification and tortuosity. No resistance was encountered when crossing the lesion. Another device (same size) was used to complete the procedure. The device was returned to the manufacturing facility and through analysis the device was observed to be damaged. There was no patient injury reported. Device evaluation: the hypotube was kinked 10.5cm distal to the strain relief. The distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th and 11th proximal segments were deformed; the 5th and 6th proximal segments were misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patients condition affected effectiveness of device (target lesion exhibited 95% stenosis, severe calcification and tortuosity); deformation problem (stent). Conclusions: known inherent risk of a procedure (stent deformation); device failure related to patient condition (target lesion exhibited 95% stenosis, severe calcification and tortuosity).